Event description:
Pacer cable with kimberly clark - ballard medical r-2 adaptor in line did not function properly during cardiac arrest. There was a delay of less than two minutes while a secondary cable was secured. Evaluation by clinical engineering determined that the pad adapter - that was secured to the pacer cable to allow use of a specific pad - was faulty causing the cable to be non-operational. X-ray of adaptor revealed fractured wires in adaptor. Delay did not effect patient outcome. Two additional kimberly clark - ballard medical r-2 adaptors were found to be non-functional during routine preventive maintenance checks. They were not involved with patient care. Unable to determine lot numbers.